Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that 3 baskets broke during a ureteroscopy; one of the extractor wires "unraveled" at the distal end of the basket and two of them broke near the handle. It was further noted that 3 of the wires were missing from one of the baskets. There was no report of any pieces remaining inside of the patient or no other adverse effects to the patient as a result of the product problem.